Event description:
It was reported that the ilet device sustained physical damage when it was accidentally struck while charging in a car, resulting in a cracked, unresponsive screen and loss of usability. Symptoms included no injury to the user. Outcomes included the user reverting to an alternative insulin therapy while awaiting a replacement device. Investigation included remote triage and verification of device details and visual confirmation of the cracked screen. Investigation of this case revealed device damage consistent with impact-related screen breakage affecting the user interface display and touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage during use.